Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file due to motor encoder out of phase. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 135 mg/dl. They were unable to check the alarm history because of the alarms. Troubleshooting was not able to resolve the issue. The device was returned for analysis.